Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the hoarse noise was noted from the vitrectomy probe and aspiration flow rate and cutting efficiency was very low during vitrectomy surgery. The surgery was completed on the same day by replacing the product with new probe. There was no patient impact.